Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (discharge profile faults) was isolated to an open r46 resistor on the computer/analog board. The monitor did not pass incoming functional testing and displayed discharge profile faults. The root cause for the open r46 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.